Event description:
It was reported that the clinical study patient who was implanted with a superion indirect decompression system had imaging performed, which revealed the presence of a proximal fracture at-to the wings of the implant. Approximately 4-5 months later, imaging was performed, which showed the absence of spinous process fracture. The device remains implanted.